Event description:
Consumer reported heating pad overheated, burned the consumer, saw a spark, and cord caught fire. Small burn to the customer's back and rug was damaged.

Manufacturer narrative:
Unit returned showing signs it had been used frequently. Melting occurred from the connector closest to the power cord. Based on the date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.